Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an unable to proceed alert during a site change, attributed to a bent cannula causing an obstruction of flow, and the issue resolved after a full supply change with new cartridge, connector, and infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, a dry run without supplies, review of notifications, and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with a deformed component at the infusion set/connector interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.